Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient weight, and ethnicity and race were not provided for reporting. This report is for (band aid brand kizu power pad (kpp) large 6 CT ap 4901730021913 4901730021913apb 4901730021913apb). Device is not distributed in the united states, but is similar to device marketed in the USA (band aid brand hydroseal bandages all purpose 1 CT USA 381371175338 8137117533usa 8137117533usa). UDI #: (B)(4). Upc: 4901730021913; lot number: ni; exp date: na. Device is not expected to be returned for manufacturer review/investigation. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. (B)(4). This is 2 of 2 med-watches being submitted as two devices were involved in this event. See medwatch (2214133-2022-00017) for band aid brand kizu power pad (kpp) regular 10 CT ap 4901730021906 and (2214133-2022-00019) for band aid brand kizu power pad (kpp) large 6 CT ap 4901730021913). The same patient is represented in each medwatch. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A (B)(6) male consumer reported an event with band aid brand kpp (kizu power pad) bandage. The consumer stated that he had myelitis 23 years prior to this reporting and then pressure sore occurred, which improved in ten years or more. However, a scab wound in size of about 5 mm on the hip had not been recovered. Although he applied various medications, it was not improved. He thought kpp could recover the wound and applied kpp regular 2 or 3 months prior to this reporting. The wound gradually became weeping and enlarged, so he changed the strip to kpp large. He was told by his physician that it was pressure sore when he visited the orthopedic department. A medication for pressure sore was prescribed and kpp was discontinued. The wound was not improved even with the medication for pressure sore and he was encouraged to go to the department of plastic surgery. He visited there and received a surgery. He was admitted to hospital on (B)(6) 2022 and was discharged on (B)(6) 2022. The consumer is no longer experiencing any symptoms. This is 2 of 2 med-watches being submitted as two devices were involved in this event. See medwatch (2214133-2022-00017) for band aid brand kizu power pad (kpp) regular 10 CT ap 4901730021906 and (2214133-2022-00019) for band aid brand kizu power pad (kpp) large 6 CT ap 4901730021913. The same patient is represented in each medwatch.